Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided instructions to reset the pump and assisted with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.